Event description:
Patient had reproducible noise this weekend when pushing on the can in primary vector sensing. This was not present with manipulation when sensing in secondary or alternate. This sensing issue is what prompted the inappropriate shock. The patient was programmed in secondary this weekend and no events were seen. The issue is not present on today's exam. Per boston scientific tech services, the most likely location of noise/loss of signal was in the primary electrode inserts into the header. As such, the patient's lateral device pocket was opened and the lead was found to be securely connected into the header with the lead at the end of the header space and no movement when tugged on firmly. The set screw remained in place. No noise was noted when the device was in the pocket. We removed the lead and then re-inserted the lead again and deployed the set screw. No noise seen today before or after this. Per tech services, this then makes the most likely culprit the spring that engages the pole of the lead. Because we can not prove the reliable function of the header or the spring in the header, the ICD generator was exchanged for a new one.